Event description:
It was found during investigation that the pump failed the occlusion sensor test. There was no patient involvement, and no patient harm.

Manufacturer narrative:
One suspect pump was returned for evaluation. The event history log (ehl) and the service history records were reviewed. Visual and functional tests were performed on the returned device. The device failed the upstream occlusion (uso) test. The probable cause of the reported problem is failed dso (downstream occlusion) sensor. Replaced dso seal, uso seal. The device passed all functional tests after the repair.